Manufacturer narrative:
Product (8mm implant long stem) was visually inspected and found to have no visual abnormalities. Product was then checked for size, dimension "a" (.315+.004-.015) was checked with calipers and found to meet specification. Based on the information provide in this incident report, an off label instrument was used. The reamer specified by the sales rep is not part of the arh system.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00183: trial stem; 3025141-2019-00184: reamer.

Event description:
During implantation of an arh solutions radial head replacement product, the surgeon had difficulty with the sizes of implants, trials and reamers. They did not appear to be accurate in size. Because of this there was a 20 minute delay in surgery.